Event description:
Follow up information received identified the patient's scs ipg was replaced and the reported issue was resolved.

Manufacturer narrative:
1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with her scs ipg and external devices. Reportedly, the patient had not used or charged her scs system in approximately two years. Troubleshooting determined the patient's scs ipg was most likely inoperable. Surgical intervention may be necessary to replace the patient's scs ipg.